Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to verify off no power alarm due to blank display. The insulin pump had cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump turned off without any notification, without nay previous alarms. The customer changed the battery and battery cap, without any result. The customer stated that the insulin pump did not alarm any weal battery. The customer tried few new batteries but the insulin pump did not turn on at all. The customer's blood glucose was 167 mg/dl. Nothing further was reported.